Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 442mg/dl. The expected fasting blood glucose test result range is 124 to 134mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 232 and 268mg/dl using true track meter. The test strip lot manufacturer's expiration date is 12/15/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly) 181mg/dl (B)(6) 2017 02:15 pm fasting: yes; 204mg/dl (B)(6) 2017 11:52 pm fasting: yes; 442mg/dl (B)(6) 2017 02:50 pm fasting: yes; 150mg/dl (B)(6) 2017 08:40 pm fasting: yes; 224mg/dl (B)(6) 2017 10:01 pm fasting: yes. Customer called in and states that the meter is reading too high.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report #: (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 442mg/dl. The expected fasting blood glucose test result range is 124 to 134mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 232 and 268mg/dl using true track meter. The test strip lot manufacturer's expiration date is 12/15/2018 and open vial date is 6/24/17. The meter memory was reviewed for previous test result history. (Date/time not stored correctly): (B)(6) customer called in and states that the meter is reading too high. C.